Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer's blood glucose level. In addition, it was reported that the battery gauge was observed to be fluctuating. The customer declined to further troubleshoot with tandem technical support. The customer reverted to an alternate method of insulin therapy.